Event description:
The customer was contacted for additional info. The nurse programmed the pump(prescription not recalled) and pressed the "start" key. It was reported that within a "few minutes", an independent pca bolus delivery occurred without the pt pendant being pushed. The nurse was still at the pt's bedside and observed the bolus delivery. She immediately removed the pump from clinical service. There was no reported pt harm or oversedation. Though requested, there was no add'l info available.